Manufacturer narrative:
Device remains implanted. Additional information was requested and if received will be provided on a supplemental report. Device will not be returned.

Event description:
The sales representative reported on behalf of the customer that after reducing the intra-articular distal humerus fracture in a (B)(6)male with 1.6mm k-wires, a 4 hole variax ext. Medial plate was used. The surgeon then continued his fixation with a 4 hole variax posterior lateral plate. 3 of the most distal screw holes were then filled with screws. The case continued with fixation of the plate to the shaft. After drilling with the 2.6mm drill and associated drill guide, the 3.5mm bone screw was then screwed into place. As the screw advanced onto the plate, the team noticed that the head started to deform and then the screw passed through the hole in the plate. The surgeon then proceeded to try and retrieve the screw, however as the screw was backed out it began to drive the plate off of the bone. It was decided the best thing to do was to drive the screw back down and allow the plate to sit back onto the bone. The oval hole next to this circular hole was then drilled with a 2.6mm drill and associated drill guide. The correct sized screw was then chosen and screwed into the plate. It was then noticed again that the screw head started to deform as it was advanced. Two separate screwdrivers were used during the case, the variax handle (B)(4) and also a small ao coupling teardrop handle, both employing a two finger technique for tightening. There was a delay of 15 minutes to the surgery as the team tried to remove the damaged screw. It also meant the fixation was not as the surgeon desired and has potentially been compromised. Lot codes of affected screws and plate unavailable due to them being non sterile and are still in situ within the patient. One variax 3.5 bone screw with a deformed head was removed and has been sent for decontamination.

Manufacturer narrative:
The reported incident that 3.5mm variax bone screws was alleged of issue s-41 (poor fixation) could be confirmed although this device was not returned for inspection. Indeed, a picture showing the reported failure mode was provided. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by high torsional forces applied during screw insertion. Exposed to overtorque, the screw head collided with the plate and started plastically deforming until passing through it. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. The instruction for use (v15013 rev m non active implant IFU ot-IFU-105 rev 2) was reviewed: ''ensure that you are familiar with the intended uses, indications/contraindications, compatibility and correct handling of the implant, which are described in the operative technique manual for the product system. [¿] for your information, avail yourself of the training courses and publications offered. Intra-operative avoid surface damage of implants.'' [Original statement(s)] if the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The sales representative reported on behalf of the customer that after reducing the intra-articular distal humerus fracture in a (B)(6) male with 1.6mm k-wires, a 4 hole variax ext. Medial plate was used. The surgeon then continued his fixation with a 4 hole variax posterior lateral plate. 3 of the most distal screw holes were then filled with screws. The case continued with fixation of the plate to the shaft. After drilling with the 2.6mm drill and associated drill guide, the 3.5mm bone screw was then screwed into place. As the screw advanced onto the plate, the team noticed that the head started to deform and then the screw passed through the hole in the plate. The surgeon then proceeded to try and retrieve the screw, however as the screw was backed out it began to drive the plate off of the bone. It was decided the best thing to do was to drive the screw back down and allow the plate to sit back onto the bone. The oval hole next to this circular hole was then drilled with a 2.6mm drill and associated drill guide. The correct sized screw was then chosen and screwed into the plate. It was then noticed again that the screw head started to deform as it was advanced. Two separate screwdrivers were used during the case, the variax handle (703714) and also a small ao coupling teardrop handle, both employing a two finger technique for tightening. There was a delay of 15 minutes to the surgery as the team tried to remove the damaged screw. It also meant the fixation was not as the surgeon desired and has potentially been compromised. Lot codes of affected screws and plate unavailable due to them being non sterile and are still in situ within the patient. One variax 3.5 bone screw with a deformed head was removed and has been sent for decontamination.